Manufacturer narrative:
The initial MDR was filed on sep 18, 2017. Corrected information (08/25/2017): the discordant result was not reported to the physician(s). The repeat result was reported. This information has been updated. Additional information (08/25/2017): quality controls and calibration resulted as expected on the day of event. The cause of the discrepant result was due to pre-analytical issues with the sample. The customer reran the sample after removing bubbles and foam from the tube, and the result was acceptable. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 2432235-2017-00518 was filed on sep 18, 2017. The supplemental MDR 2432235-2017-00518_s1 was filed on sep 22, 2017. Additional information (10/23/2017):a siemens headquarter support center (hsc) specialist reviewed the event and determined presence of air bubble in the sample as potential cause of the event. As per the preparing the sample section of instruction for use (IFU) the sample should be free of bubbles. The instrument does not claim to have bubble detection capability. The cause of the discordant results is unknown.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant creatine kinase (ck_l) result. The customer than found bubbles and foam on the tube. The customer dried the tube with separator gel. Siemens is investigating the event.

Event description:
A discordant, falsely low creatine kinase (ck_l) result was obtained on one patient sample on an advia chemistry xpt instrument. It is unknown if the discordant result was reported to the physician(s). The customer reran the original sample on an alternate advia chemistry xpt instrument, resulting higher. The repeat result was not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant ck_l result.